Manufacturer narrative:
Serial number: unknown/not provided. Catalog number: partial catalog number indicated as serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Reporter telephone: (B)(6). Device manufacture date: unknown. Device available for evaluation - other: the intraocular lens (iol) was not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, that haptic of the intraocular lens unfold very slowly in the bag. Once unfolded haptic was torn, causing posterior chamber rupture. Lens was explanted during same visit. Incision was enlarged, suture applied, vitrectomy was performed. Surgery was completed with 30 minutes of delay. After surgery. Medication, diamox, was given to the patient. No other information was provided.